Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on july 08 due to a low blood glucose level of 30 mg/dl. The customer experienced symptoms related to their low blood glucose such as vomiting. The customer was treated with food and glucose tablets. The customer was assisted in troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.